Manufacturer narrative:
Reference MFR. Number: 1221359-2021-01904. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay. This report addresses patient one (1) of two (2). The customer reported a false positive result performed on (B)(6) 2021 on a nasopharyngeal swab in viral transport medium . Repeat testing was performed on (B)(6) 2021 and generated positive results (sample was frozen in viral transport medium) prior to testing. Pcr confirmation testing (panther [hologic] [aptima], pasteur, tib molbiol screening kit) on a citoswab in viral transport media generated negative results. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer reported there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1022562 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1022562, test base part number 190-430 / lot: 1022562. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022562 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.